Event description:
It was reported that a home patient (hp) experienced a system error 2367 (resume error, critical error) during fill 1 of automated peritoneal dialysis therapy using a homechoice device. The hp was connected at the time of the alarm. A technical service representative explained the alarm to the hp. The hp planned on restarting therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.